Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed. A field service engineer confirmed that the ghost failure on the smart remote manager was recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.